Event description:
End user reports "difficulty retracting the hm12c from his urethra saying he feels like the lube dries up." He states "he has been cathing for the last 2 months and caths about 4-5 x a day and up to 7 x. He caths due to retention caused by an enlarged prostate that is pushing into his bladder neck." He states he tried many different catheters and preferred these the most. They never caused him to bleed as others he had trailed from coloplast. He did noticed that he did have an issue he has not had with other catheters he has trailed and that is difficulty removing them from his urethra." The process on how he prepares the catheters was reviewed and he prepares them correctly according to IFU. He said "from the time to bursting water packet, he runs the sterile water all along the catheter and insertion it can take about a minute and then a minute to drain but then we he goes to remove them it feels like the hydrophilic coating is absorbing into his urethra it goes in easy though in his urethra. He said he has to pull it out with a constant force that can last about a minute in order to do it gently. He said he feels like this force he has to use to remove it is more than what should be expected with a catheter. No harm reported. He is placing coude tip in properly."

Manufacturer narrative:
Device 15 of 30. Common device name: catheter, straight. Procode: ezd. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).